Event description:
Clinical report states that the patient had a dislocation. Update: (B)(6) 2012 - clinical report indicates patient was revised due to dislocation and correction to the doi.

Manufacturer narrative:
Update: 08/31/2012 - clinical report indicates patient was revised due to dislocation. The date of the primary surgery has also been corrected from (B)(4) 2012. Dor: (B)(6) 2012. There is no change to the previous investigative results. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update: 02/05/2013 - medical records received. No new information received that would change the existing MDR decision. Update: 02/12/2013 - x-rays were received. The complaint was re-opened. Medical records and x-rays were obtained and reviewed. It is stated in physician progress note and revision surgery note that patient forgot about her hip precautions and placed hip in compromising position leading to dislocation and likely disruption of her posterior soft tissue repair, leading to another dislocation and potential for future dislocations. No product problem suspected. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no change to the previous investigative results. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.